Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 54311 was returned for analysis. External visual inspection of catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for seven injections. The catheter failed the performance test due to triggering system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection". Dissection and pressure testing showed that the guide wire lumen was kinked and breach 1.25 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.